Event description:
It was reported to philips that the system was restarting repeatedly. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the malfunction in the suite pc and the fdcsib¿s inability to read the ambient room temperature sensor due to a link-down error. Review of the logfiles confirmed the process crash errors in the suite pc and a link-down error in the ambient temperature sensor. Philips field service engineer (fse) visited onsite and replaced the suite pc which resolved the issue. After that, the system was returned to good working condition and was ready for clinical use. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system and identified a malfunction in the suite pc. Review of the logfiles confirmed that the system restarted repeatedly. A philips field service engineer (fse) visited onsite and suspected hardware failures in the suite pc. The fse replaced and reinstalled the suite pc to resolve the issue. After that, the system was returned in good working condition and was ready for clinical use. The suite pc was returned for further analysis. Functional testing was performed, and no failure was observed. The codes were updated based on the investigation outcome.